Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. There was blood in/on the helix mechanism. (B)(4) the full lead was returned and no anomalies were found. There was blood in/on the helix mechanism.

Event description:
It was reported that there was an implant attempt of two leads (both model 4076) in different places in the atrium and could not capture at maximum outputs with either lead. The physician abandoned the attempt and went with ventricular placement only. The physician thought that the patient had a "dead" atrium and that the leads were not the problem. No further patient complications have been reported as a result of this event.